Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 ultrabag (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2011, the patient was hospitalized for peritonitis and discharged on an unreported date in 2011. On an unreported date, the patient began remedial therapy with fortum (1 gm, twice daily, IV), vancomycin (1 gm, once in 96 hours, route not reported) and flucanazole (150 mg, daily, orally). It was not reported if remedial treatment with fortum, vancomycin and flucanazole was ongoing, if dianeal pd2 ultrabag therapy was ongoing or if the event of peritonitis had resolved. Concomitant medications were not reported. The reporter believed that the event of peritonitis was unrelated to dianeal pd2 ultrabag therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.